Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018. Prior to passing, the patient received an inappropriate treatment event consisting of one shock. The patient was at home and was conscious at the time of the event. Ems was reportedly called and initiated CPR. At 00:15:20 on (B)(6) 2018, the device detected an arrhythmia. The patient's rhythm was atrial fibrillation with rapid response at 220 bpm. The device released gel and a treatment shock was delivered at 00:19:41 while the patient was in af with rapid response at 190 bpm. The post-shock rhythm was af at 110 bpm. Following the event, the patient remained in af until the device was shut down. The device was removed while the patient was in a life-sustaining rhythm.